Event description:
It was reported that prior to a laparoscopic sleeve gastrectomy procedure, the surgeon went to fire stapler and nothing happened. He then changed to another stapler with previous reload and same issue. He then changed to a new reload and everything worked. There was a five minute delay to the procedure. There were no adverse consequences for the patient reported. One device and reload were discarded.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. No further investigation can be performed at this time. Additional information was requested and the following was obtained: ecr60g lot# l4e22h. Affiliate noted additional information received on (B)(4) 2014: the actual issue with the reload was that the staples did not form on one side of the staple line, the patient side of the sleeve gastrectomy. The surgeon reported that the patient is okay and has gone home. Surgeon reported the following: first firing, black reload with buttress material, surgeon reported the stapler sounded like it struggled but the staple line was good. Second firing, green reload with buttress material, staples formed on the specimen side but not on the patient side reported the staples were completely straight , i.e. Didn't reach the buckets at all. Sutured closed to fix the issue continued case with green reloads from another batch without incident.